Event description:
The iab leaked. Blood was noted back into the pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 3/20/98.) Pt's current status: unk - rpt'd 3/20/98.